Manufacturer narrative:
The reported event was confirmed, however, the cause is unknown. Visual inspection noted one temperature sensing foley catheter was received. Visual evaluation noted no obvious defects with further testing required. The temperature-sensing catheter evaluation was performed per tm0301213 rev 1. The catheter failed the continuity check giving a very inconsistent reading and never reached a measurement between 2.0ko and 3.0ko. The reading jumped between 0.2ko and 0.3ko, with a maximum reading of 0.9ko. This fails to meet specification per inspection procedure stating the thermistor continuity should exist as follows: at room temperature the multimeter reading must be 2.0ko to 3.0ko. Although the reported event was confirmed, a root cause could not be determined. A potential root cause for this failure could be damaged thermistor. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "warnings: do not use ointments or lubricants having a petrolatum base. They will damage the catheter and may cause the balloon to burst. This is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. After use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practices and applicable local, state and federal laws and regulations. Cautions/precautions: maximum indwelling time should be less than 30 days. Urethral strictures, false passages, prostatic enlargement, and post-surgical bladder neck contractures can make urethral catheterization difficult and may require the services of a urologist. Do not aspirate urine through drainage funnel. Do not use if package is damaged. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Consult accompanying documents. Federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. Caution: as with all temperature probes, in the presence of rf energy sources, local heating, temperature errors and probe damage may occur. In medical use, unplug the temperature-sensing catheter at the extension cable before activating electrosurgical or other types of direct coupled rf energy sources. Do not stretch catheter - may cause repositioning of probe. Do not use stylet - may cause stretching of catheter. Note: aggressive traction, particularly in the presence of suturing, is not recommended for silicone foley catheters." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the temp-sensing foley was not reading correctly with the cable that came included with the kit.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the temp-sensing foley was not reading correctly with the cable that came included with the kit.